Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. The device this lead is connected to, is a non boston scientific product. No adverse patient effects were reported. This lead remains in service at this time.